Manufacturer narrative:
On 10/17/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the red blood cell (rbc) test results for the quality control samples were low. The test results would be within range upon retesting. The fse replaced the blood sampling valve (bsv) and resolved the issue. (B)(4).

Event description:
The customer reported the red blood cell (rbc) test results for the three levels of the quality control samples were low, when using the coulter lh 780 hematology analyzer in their laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.